Event description:
It was reported that a paclitaxel set was leaking from the bottom of the drip chamber. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G3: the correct aware date is april 20, 2023, previously submitted as april 24, 2023. Should additional relevant information become available, a supplemental report will be submitted.